Event description:
On (B)(6) 2009, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that patient fell and subsequently lost stimulation on his right side. The lead was explanted and replaced. The patient is currently satisfied with the stimulation.

Manufacturer narrative:
Evaluation: method- the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was visually inspected and discoloration was noted on the lead segment. Tissue was attached to several of the lead's electrodes. The lead failed continuity testing. Several of the lead's channels measured less than 4 ohms. Stress testing revealed an intermittent open on channels 3 and 5-8. After removal of tissue, the lead passed continuity testing, with all channels measuring less than 4 ohms. Stress testing did not reveal any failures. Conclusion: the cause of the reported complaint could not be confirmed. As received, the lead stimulation end electrodes 3 and 5-8 were coated with tissue. The tissue caused the lead to fail continuity testing. After tissue was removed, the lead passed all functional tests. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.